Event description:
Customer reported that they smelled a burning smell from the unit. Customer stated the removed the bowl and found the power supply had a burnt spot and the cable leading from the power supply to the pcb board was melted. Customer noted there was melted connections on the pcb board and the power inlet assembly. No injury, or change to pt management was reported by the customer.

Manufacturer narrative:
Power supply to the statspin centrifuge was reported to be melted. No visible flames nor fire department. No injuries to changes in pt management were reported.